Manufacturer narrative:
.

Event description:
It was stated that the customer had blood clots and went to the hospital. She thinks the reason for the blood clots are that the coaguchek xs meter (serial number (B)(4)) provided wrong values. This information was provided by a secondary source. A letter was sent to the customer in attempt to gather more information. Her husband was spoken to but he did not have any information to provide and indicated she was still in the hospital. He was not able to provide any information regarding the dates and times of the alleged erroneous values. He did not provide the date of the hospitalization or any inr results or treatments received at the hospital. The suspect device was requested to be returned and replacement product was sent.

Manufacturer narrative:
Relevant retention test strips (lot 206194-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). The retention material performed as specified. The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.